Manufacturer narrative:
This supplemental report is 1 of 2. Additional information: patient's bcdva (best corrected distance visual acuity) for both eyes (ou) was 20/16. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable, as the lens remains implanted. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was implanted in the patient's right eye (od) on (B)(6) 2018. Post-operatively, the patient complained of the symptoms significantly interfere with the patient¿s ability to perform daily activities as very bothered by halos, starbursts, and streaks of light; moderately bothered by glare, slightly bothered by sensitivity to light ¿ difficulty driving at night. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
Additional information: this report pertains to zlb00 19.0 (od) sn: (B)(4). Information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis 1 multifocal. Model number: zlb00. Serial number: (B)(4), catalog#: zlb00u0190, expiration date: 5/30/2021, UDI number: (B)(4). Device manufacture date: 5/30/2017. Corrected data: the initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zlb00), it was realized that this report was submitted under the (B)(4) site. The correct manufacturing site is (B)(4). The following section has been updated accordingly: manufacturing site: (B)(4). Manufacturer report number should have been 3011852734-2018-xxxxx. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.